Manufacturer narrative:
Other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving fentanyl, concentration 4000 mcg/ml at dose 192.6 mcg/day via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient presented (B)(6) 2017 for revision of her 8709 catheter. The spinal segment was found to be broken on an intraoperative x-ray and it was revised with an 8598a. The total catheter length was estimated. The catheter remained implanted and in service. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient status was "alive - no injury" at the time of this report. There were no reported symptoms. No further complications were reported.